Event description:
The pt received the scs system on (B)(6) 2011. It was reported the pt had his ipg explanted and replaced with a new ipg due to impedance issues. The implanted leads and extensions were tested intra-operatively. The leads had low impedance values before the ipg replacement and showed normal on all contacts after the ipg replacement. No further pt complications were reported. The pt reported effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.